Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.